Event description:
It was reported that during a routine visit the sales rep was told that while in the operating room the md used the dilator and then placed the super arrow-flex (saf) sheath into the pt without difficulty. The intra-aortic balloon (iab) was prepped in the usual fashion and the iab was inserted into the saf sheath. Per the md, part way into insertion the iab would not advance further. As a result, the iab was withdrawn from the saf sheath and the membrane wrap was evaluated. The iab appeared to be wrapped appropriately even after removing from the sheath. The saf was removed and a new iab was opened. Another saf sheath was inserted over the spring wire guide into the original insertion site. The second iab was inserted into the saf sheath without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. It was reported that the delay in treatment was minimal. There were no reported pt complications and the outcome of the pt is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.